Event description:
I have had to have 6 operations because of the surgical mesh = 4 operations in 2007 and one in 2008 because of com. Due to the syn mesh sling used on my bladder, still having pain and problems, but the only fix is yet another surgery. Dr has records. Surgeries: (B)(6) 2006, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007 and (B)(6) 2008.